Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00429. It was reported the patient's scs system was explanted due to loss of efficacy.

Event description:
Device 2 of 3; reference MFR report: 1627487-2019-00429 and 1627487-2019-01066.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-00429 and 1627487-2019-01066.